Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for sn (B)(4) was performed from (B)(6) 2016 to (B)(6)2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that there was a missing pixel on the device. There was no patient involvement.